Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot #: va1nc5v, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 27-sep-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was scheduled to have the left lead removed and replaced and (B)(6) 2019, and additional information will be acquired on that day. On (B)(4) 2019, additional information was received from a manufacturer representative (rep) stating there was no device issue, however the surgeon was not satisfied with the location of the implanted lead so they implanted a new lead at a different target. No further patient complications were reported/ anticipated as a result of this event.